Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the physician attempted to shape the tip of an unused ht command es 300cm guide wire with his thumb and forefinger and the coating came off. The device was not used and there was no patient involvement and no reported clinically significant delay in the procedure. A new ht command guide wire was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported peeling was unable to be confirmed; however, there was noted polymer coating thinned out sporadically. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the physician attempted to shape the tip with his thumb and forefinger inadvertent mishandling resulted in the reported peeled/noted polymer coating thinned out sporadically proximal to the tip ball. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.